Manufacturer narrative:
510(k) number: p050017/s002. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations: "discussion with staff nurse sounded like there was stent migration." Additional information provided by dm on 24aug2018: "(B)(6) will forward what he has. We are trying to get ivus pics without phi as well." Request forwarded from dm on behalf of physician on 24aug2018: "also, on top of the standard letter which gets sent can we have someone call dr. (B)(6) to discuss in further detail. Dr. (B)(6) was trained and has practiced extensively with cook product. This case certainly seems like an anomaly, and additional follow up would be valuable for both sides I believe. Thanks for any help you can offer with this follow up."

Event description:
This report is being submitted as a cancellation report. As reported to customer relations: "discussion with staff nurse sounded like there was stent migration."

Manufacturer narrative:
510(k) number: p050017/s002. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). This file is related to (B)(4). It was initially indicated that 2 zilver stents had migrated. 237406 addresses the first stent ziv6-35-80-8-40. Image review and event information confirmed that stent migration occurred for ziv6-35-80-8-40. However, additional information confirmed that the 2nd stent (ziv6-35-80-10-40) addressed in this file was placed as an intervention following the first device. The image review found this device in the distal common iliac artery and it was confirmed that this was the location intended and that it did not migrate. As a result, it is confirmed that this device did not malfunction and an MDR report is not required.